Event description:
The patient was implanted with a vented electric left ventricular assist device (lvad). It was reported by the vad coordinator that the patient was admitted into the hospital for "run away vad syndrome" (inflow valve regurgitation). The lvad was pumping at a rate of 120 bpm. It was suspected that the patient was experiencing an issue with the inflow valve, and as a result, a decision was made to place the patient in fixed mode and to exchange the pump. Upon removing the pump, the physician noted that the leaflet was torn on the inflow valve. The patient's lvad was replaced with another lvad. The patient remains ongoing on the new lvad.

Manufacturer narrative:
Patient remains ongoing with the lvad. The explanted device was sent to the manufacturer for evaluation. No further info is available at this time. A supplemental report will be submitted when the device analysis is completed.